Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent, the protector of the video cable section had a cut, the camera cable unit plug of the video cable section was damaged, and the lg (light guide)-bundle of the video cable section was broken and therefore the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely that the broken connector and the image also give interference occurred due to damage of the camera cable unit (ccu) plug of the video cable section and broken charged coupled device (r-unit) and therefore the pixel shift was incorrect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that subject device had a broken connector, and the image also give interference. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.